Event description:
It was reported ¿the surgeon was unable to fully engage the end of the lead into the socket¿ and that ¿there seemed to be a blockage in the connector block.¿ it was stated use of the implantable neurostimulator (ins) for implant was ¿attempted.¿ it was noted the device was not used with/in a patient and that the patient ¿recovered without sequela.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID neu_wrench_acc lot# unknown; product type accessory. (B)(4).